Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the involved neutral electrode was disposed of after the procedure and therefore, it was not available for an examination.). The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The unit was/is within specifications and all features were/are working properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. There were many factors involved with the reported event (e.g., the neutral electrode's placement location on the patient was not ideal, activations were long, etc.). Additionally, the unit's chronological log revealed that, during the procedure, there were 29 ne warning messages from the generator involving symmetry or current density. Per the data in the unit, the esu was restarted once. Also, the warning messages did not interrupt any of the activations. Based upon the chronological data of ne symmetry issues with the report of the patient perspiring heavily and bleeding, it appears that fluid accumulated under the patient plate which caused it not to remain fully attached to the patient's skin. Then, the current density warnings from the esu were conveying to the user that current/heat was building up around and/or under the ne. Therefore, the current/heat was not sufficiently dispersed by the neutral electrode which resulted in the thermally induced burn/necrosis under the patient pad. There are warnings in the esu's user manual that address the risk of pad burns and provide mitigation measures to minimize the possibility of burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a hip replacement revision. The esu was used with an overholt instrument and a erbe nessy omega neutral electrode (ne, part number 20193-082, lot number: information not provided). The ne is also referred to as a return electrode, patient pad, dispersive electrode, patient plate, etc.). No information was provided regarding any of the other accessories used in the operation. Also, the esu settings used were not provided. The return electrode was placed on the patient's right flank/abdomen. During the procedure it was reported that the patient perspired heavily, and fluid accumulated under the patient pad. Also, a large blood vessel was damaged during the interventional work, which was coagulated using indirect monopolar coagulation via an overholt. This resulted in long activation times, and multiple warning messages regarding the ne were displayed on the esu (note: the details of the messages were not provided to erbe). Then, the generator would not deliver output/current (i.e., it would not activate.). Therefore, the clinician switched the unit "off" and then "on" again, but it still would not activate. After replacing the electrode handle and cable, monopolar activation was then again possible. After the procedure, a hand-sized second-degree skin lesion with blistering and redness was discovered under the ne. Therefore, the wound was treated with an antiseptic dressing containing betaisodonna and panthenol.